Manufacturer narrative:
Product event summary: the full delivery system was returned with the device intact in the device cup. Analysis was performed. Flat wire was found protruding from the delivery system outer shaft. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was bent throughout the distal end of the delivery system. The delivery system inner shaft was mechanically kinked/bent throughout the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) delivery system was tortuous at the end and exhibited difficulty with manipulation. The leadless implantable pulse generator (ipg) system was explanted and replaced. No patient complications have been reported as a result of this event.